Event description:
A (B)(6) female pt's nurse contacted zoll customer support to report that the pt's rear therapy electrode was almost torn from the belt cable. The system kept alarming to check belt. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has not yet been completed. The electrode belt has not yet been returned to zoll. The reported problem (damaged cable / check belt messages) has not been confirmed through eval. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.